Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was not confirmed as the condition of the returned device indicates successful needle deployment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported needle to cuff miss/ suture retrieval issue could not be determined as the returned device condition does not match the reported case information; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angioplasty interventional procedure. Reportedly, no suture was present when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.